Manufacturer narrative:
(B)(4).

Event description:
During implant, the lead was repositioned several times due to difficult placement. During the procedure, the set screw was also damaged by use. The lead was replaced during the procedure. The patient is stable.

Manufacturer narrative:
Product analysis: the field report for a damaged helix was confirmed. As received, a complete lead was returned in one piece. The helix was found to be bent due to the implant/explant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.